Event description:
During the procedure, the physician found the sheath "pressed and bent" and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath/dilator assembly for analysis. No definite signs of use were observed on the returned components. Visual analysis revealed that a large section of the sheath body was kinked/ flattened. Microscopic examination confirmed the damage. The damage appears consistent with defects caused by shipping and handling. The crushed section of the returned sheath measured 75mm-130mm from the distal tip. The sheath body length from the hub to the distal tip measured 9 1/2", which is within the specification limits of 8 7/8"-9 3/4" per the sheath ext with dilator product drawing. The sheath body outer diameter in an area that was not crushed measured .1028", which is within the specification limits of .099" - .103" per the sheath wrapped product drawing. The sheath inner diameter at the distal tip measured .078", which is within the specification limits of .077"-.079" per the sheath ext with dilator product drawing. An attempt to insert the dilator through the proximal end of the sheath was performed. Major resistance was encountered at flattened portion of the sheath, which prevented the dilator from passing. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". Packaging r & d was previously contacted for defects of this nature. They indicated that the failure mode appears consistent with damage due to storage/shipping; however, it cannot be confirmed without the tray returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit advise the user, "do not use if package has been previously opened or damaged." The report of a damaged sheath was confirmed through complaint investigation. Visual analysis revealed that a large section of the sheath was kinked/flattened. Despite the damage, the sheath met all relevant dimensional requirements; however, functional testing revealed that the dilator would not pass through the flattened area of the sheath. Based on the customer report that the defect was found during use, the sample received, and the comments from packaging r & d, the root cause for this issue cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the sheath "pressed and bent" and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).